Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) reported that during machine preventive maintenance (pm) the machine was having a touchscreen and conductivity issues. Upon further inspection of the machine it was discovered that the function board and the eprom had sustained some heat damages. The biomed stated that there was no visible smoke; however, there was burning a smell. The biomed reported that there was no damage observed on any other components. The machine is still out of service. The machine has approximately 80,000 hours and the function board and the eprom were the original fresenius part on the machine. The complaint device was discarded at the user facility and it is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.